Manufacturer narrative:
The insulin pump was received with partially broken off battery tube threads. The insulin pump was received with scratched casing, minor scratches on lcd window, dent on display window cover, pillowing keypad overlay, cracked case on battery tube area, slight stain on serial number label and peeling end cap address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack by the battery compartment and a plastic piece came loose. The product was returned for analysis.